Event description:
Received dictation of a l common femoral artery to anterior tibial artery bypass by the dr. On this pt. In the findings the following was noted; "we had lost the head of the bullet to the tunneler during the procedure, we had to use x-ray and we were able to locate it. We made a small incision and retrieved the bullet as this had become unattached from the tunneler. Per notes, pt did well without further issue and was discharged home.